Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4), product type: programmer, patient; product ID: 3 889-28, lot# j0437123v, implanted: (B)(6) 2004, product type: lead; product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type: extension; product ID: 3023, serial# (B)(4), implanted: (B)(6) 2004, explant ed: (B)(6) 2012, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) and a consumer (con). It was reported that the hcp office was going to see the patient on (B)(6) 2018 to determine if they needed the generator exchanged. On (B)(6) 2018, the patient reported that the cause of the low ins battery was the battery was low. They saw the doctor on (B)(6) 2018 and they checked the battery to determine it was low. They were going to replace it as soon as they could.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that an explant due to the drained/dead battery was scheduled for (B)(6) 2018 and a new battery was put in. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the battery of his ins was low. The patient stated that he had a test/procedure for sleep apnea on (B)(6) and he was unsure if the implant was turned off because he was urinating more frequently. The patient noted that he'd synced with the patient programmer (pp) and the ins showed on program 1 at 3.0v. The patient also mentioned seeing the low ins battery icon and low pp battery icon. The patient did not currently have batteries to replace the current ones. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.